Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Concomitant products: sheath introducer (6f parent, medikit); guidewire (treasure, st. Jude medical). A device history record review of lot 17276549 was performed and showed that the lot met all requirements per the applicable manufacturing quality plan and that there were no anomalies during the manufacturing. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that a saber 3mm 4cm 155 ruptured. The balloon was replaced with another saber pta (6mm*4cm) to perform a pre-dilation again and the procedure was completed successfully. There was no patient injury. ¿ppi¿ was performed and an ipsilateral retrograde approach was made with a 6f non cordis sheath introducer and a non cordis guidewire. The saber balloon was advanced to the heavily-calcified lesion and inflated as a pre-dilation within its nominal pressure. The target lesion was the right iliac artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 99% , chronic total occlusion (cto). The product was clinically used and will be returned for analysis.